Manufacturer narrative:
Device evaluated by MFR: the main coil was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm section. The coil arm was detached. Functional testing could not be performed since the main coil and the delivery wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 14feb2025. It was reported that the coil was deployed outside the catheter and approximately half of the coil was stretched and unraveled. A 12mm x 20cm interlock-35 coil was selected for embolization of an aneurysm in the right internal iliac artery. The anatomy was non-tortuous. During the procedure, the coil was advanced, and some of the coil was deployed outside the non-boston scientific catheter and in the space needed. Approximately half of the coil was stretched and unraveled all the way to the proximal end of the catheter. Attempts to retract the coil were unsuccessful. Attempts to push the coil out with a wire or saline flush were also unsuccessful. The catheter was cut and separated, and the coil was safely removed from the body, and the deployment catheter was removed. A new catheter was placed into the internal iliac, and the procedure was completed with two more coils. There were no patient complications as a result of this event, and the patient was stable for the entire procedure. However, device analysis revealed the coil arm was detached.